Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up on (B)(6) 2019. Upon review, the left ventricular lead exhibited no capture. It was suspected that the left ventricular and atrial leads became dislodged during a cardiomems implant procedure on (B)(6) 2019. Patient presented for lead revision procedure on (B)(6) 2019. Both leads were explanted and the atrial lead was successfully replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.